Event description:
It was reported that this right atrial (ra) lead dropped from the right atrial appendage to region of his. This lead was surgically revised and remains in service. No additional adverse patient effects were reported.